Manufacturer narrative:
Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 309.039. Lot: 2542528. Manufacturing site: bettlach. Release to warehouse date: dec.23, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial conformance's, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the screw was found bent and jammed. There was no patient involvement. This is report 01 of 01 of (B)(4).